Event description:
Customer reported that while running reflex_abo assay, the galileo did not pipette anti-a reagent into the wells. The instrument did not give any errors or flags; the plate interpreted results without errors. There was no blue color in any of the anti-a wells.

Manufacturer narrative:
Review of the instrument images showed that it appeared anti-a was not present in the wells. The customer repeated testing and obtained expected results. Air in the reagent probe tubing or system liquid lines, or bubbles in the anti-a reagent vial could not be ruled out. The galileo operator manual that states,"inspect all reagents and controls for the presence of foam before placing on the instrument. Do not vigorously agitate blood grouping antisera or controls. Shaking will produce foam in the vial that may be aspirated by the pipettor instead of reagent. This will produce incorrect results or an error."